Event description:
A bipap avaps device was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device, visible foam particles were noted in the airpath. The devices sound abatement foam was replaced to address this issue. The device was scrapped.